Manufacturer narrative:
Reference#: (B)(4). One used bravo ph capsule delivery device was received for evaluation. Visual inspection found that the delivery system plunger was rotated more than 1/8 of a turn. This would cause the capsule to fail to attach to tissue. Thus, the investigation identified the root cause of the reported event to be user error. The IFU for this device warns users to press down on the plunger with a swift and smooth motion to actuate the delivery device mechanism. Pressing down on the plunger too slowly may result in the capsule not properly attaching to the patient's esophagus or not detaching from the delivery device. A device history review was completed and no entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4).the sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.